Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch# mw5067003 that guide wire withdrawal difficulties were encountered and detachment occurred. The patient presented with acute chest pain syndrome and was diagnosed with non-st segment elevation myocardial infarction (nstemi). The target lesion was located in the distal right coronary artery (rca). A 182 pt graphix¿ guide wire was advanced to the lesion. The physician attempted to reposition the guide wire into the severely stenosed ostial posterior descending artery. When the guide wire was being withdrawn into the distal rca, the guide wire became entrapped at the distal stent edge and could no longer be manipulated. The physician attempted to dislodge the guide wire and advance it back into the distal vessel, but it would not move. The wire was eventually removed with multiple manipulation; however, two distal fragments presented in the distal rca. The guide wire fragment was entrapped at the distal stent edge in the distal rca. After balloon angioplasty at this site, a part of the wire fragment embolized to the distal posterolateral branch and another part of the wire fragment remained attached to the distal stent edge. A drug-eluting stent was then implanted in the distal rca to trap the guide wire fragment against the vessel wall with good angiographic results and the procedure was completed. No patient complications were reported.